Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if the malfunction recurred.